Manufacturer narrative:
The event is captured by edwards lifesciences under complaint #: (B)(4). B2: other serious - even though there was no reintervention the final tricuspid regurgitation reduction was impacted by the event. It should be noted, the device was implanted in the tricuspid position. At this time, the pascal precision transcatheter valve repair system is only indicated for the native mitral valve in the us, addressing degenerative mitral regurgitation. But, it is approved for both tricuspid and mitral spaces in the region where the procedure was performed. Therefore, deployment in the tricuspid position will not be considered off-label in this case. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Per the report received from germany, edwards received notification of a pascal precision ace procedure in tricuspid position where there was an slda during procedure. Anatomy was challenging due to previous surgery and flat heart axis. There was no difficulty while removing the sutures and no device issues during procedure. Echo visibility was reduced due to calcified aorta and mitral valve replacement. The grasping position for the pascal device was anterior/septal. Septal leaflet had 2 scallops in a1/s1 grasping position and slda occurred. No actions were taken to treat the slda. The starting grade of tricuspid regurgitation was torrential and remained torrential following the slda. The perceived root cause of the event is short and sliced septal leaflet.

Manufacturer narrative:
The complaint for implant dislodged from a single leaflet, single leaflet device attachment (slda) post-procedure was confirmed with empirical evidence based on the information provided by edwards clinical specialist (cs). Available information suggests that procedural factors and patient anatomical condition likely contributed to the event. The challenging anatomy from previous surgery and a flat heart axis, combined with short and sliced septal leaflet complicated the procedure. Additionally, reduced echo visibility due to a calcified aorta, mitral valve replacement and scallops in the grasping position contributed to the slda. Furthermore, the device history record review was completed, and this device passed all manufacturing and sterilization inspections. No nonconformances related to the complaint event were identified. Based on extensive complaint investigations, the root cause for slda events are most likely due to patient factors, procedural factors, imaging factors, or a combination of these factors and are not attributed to device malfunctions or manufacturing nonconformances. The pascal and pascal precision IFU and training materials provide adequate instructions on device implant, leaflet capture, and optimization prior to release. These events will continue to be monitored and complaints trending and control limits are managed and assessed.